Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? Unk. Does the surgeon wait 15 seconds prior to firing device? Unk. What was the estimated width of compressed renal vein? Unk. Were the tips of device visible during firing? No can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? No. What was the estimated blood loss? Unk. Were any unusual sounds heard during firing? No. What is the current patient status? Unk.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # t5a911. Investigation summary: one photo was provided; the picture shows tissue over gauze. Not fully formed staples are noted on the tissue. Based on the staples noted on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition four reloads were received. The reloads ( b, c, d and e) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Does the surgeon wait 15 seconds prior to firing device? What was the estimated width of compressed renal vein? Were the tips of device visible during firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What was the estimated blood loss? Were any unusual sounds heard during firing? What is the current patient status?

Event description:
It was reported that during a lap splenectomy procedure the physician reported that when firing on the splenic hilum, the pvee35a stapler with vasecr35 reload deployed incomplete staples. A few staples formed proximal formed with bleeding; however, the staples distally did not form. A second reload was loaded and fired a second time. Same thing happened. Surgeon completed the case by opening up a psee45a and using a gst45b reload. Surgeon had to convert procedure to open to complete the case. Surgery was delayed by an unknown time frame.